Manufacturer narrative:
H.6. Investigation summary: two loose 10ml syringes with medication labels and one top web label from batch 9101674 (p/n 302995) inside a biohazard bag were received and evaluated. It was observed through the bag, both of the syringes each had a lengthwise crack with a puncture mark in the middle, outside the grad lines. One crack extended from the 4ml line to above the bd logo. One crack extended from the 1ml line to the 10ml line. Both syringes are rejectable per product specification. Potential root cause for the damaged barrel defect is associated with the assembly process no corrective actions are necessary based on the defective rate identified. Batch 9101674 is considered in compliance with our product specification requirements a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Material no: 302995, batch no: 9101674. It was reported that before use of the bd syringe luer-lok¿ tip there were cracks on the barrel. The following information was provided by the initial reporter: it was reported that when sterile syringes are opened, facility notices cracks on the barrel.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 302995, batch no: 9101674. It was reported that before use of the bd syringe luer-lok¿ tip there were cracks on the barrel. The following information was provided by the initial reporter: it was reported that when sterile syringes are opened, facility notices cracks on the barrel.